Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm basic functions were acceptable. Several modules were assigned and controlled using the ccm screen. The system was left on overnight without any disruption in function. The related parts were confirmed to be properly installed. The ccm operated as intended.

Manufacturer narrative:
H3: 81: evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: the user reported an issue with the heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, the user reported the central control monitor (ccm) froze during cpb. The perfusion screen was visible on the display, but it was not possible to send commands to the pump. Additionally, information like temperature, pressure, and flow were not available. The procedure was completed utilizing information from the local user interface on the pumps. A physiologic monitor was installed so the user could monitor physiologic variables and vital signs. Diligence attempts were unsuccessful to ascertain if there was a delay to the procedure. The procedure was completed successfully, with no harm to the patient or blood loss.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) performed physical inspections of the external and internal components and could not find any anomalies. The unit was powered on and functioned as intended without freezing. The ccm passed all testing, and the reported complaint could not be duplicated. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) froze. The perfusion screen was visible, but unable to send commands to pumps, occluder, etc. Information such as temperature, pressure, and flow were also not available on the ccm display. Also, the display was described as being fuzzy on some screens. As mitigation, the procedure was completed with manual controls and a portable physiological monitor for vital signs. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.